Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that during implant the sac around patients heart was punctured that every time the patients heart would pumped, patient bled. Moreover, a pericardial window was performed. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that during implant the sac around patients heart was punctured that every time the patients heart would pumped, patient bled. Moreover, a pericardial window was performed. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10 impact code.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that during implant the sac around patients heart was punctured that every time the patients heart would pumped, patient bled. Moreover, a pericardial window was performed. The lead remains in service. No additional adverse patient effects were reported.